Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Reportedly, this occurred approximately two times each month. The customer addressed the events by removing the syringe, reinserting the syringe, and successfully filling the cartridge. There was no reported impact to the customer's blood glucose level.